Event description:
Information was received indicating that the smiths medical, cadd-solis pumps are constantly exhibiting air in line error messages when administering total parenteral nutrition (tpn). Per reporter they are only having issues with the delivery of the tpn, other medications do not generate the air in line alarm. No additional information is available at this time.